Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to several auto mode switching (ams) episodes was observed on the atrial lead. The patient was ventricular dependent on the device. No programming changes were made, the atrial lead was to be monitored. The patient was stable.